Event description:
It was reported that the charger pad for the ilet system was not functioning, as indicated by the pad¿s status light not illuminating when a device was properly positioned, and troubleshooting and education were completed with a determination that a replacement was required. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no alarms, and no alerts. Customer care provided support that included remote assessment and user-guided checks to confirm proper placement and power connection. Investigation of this case revealed a nonfunctional charging accessory consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.